Manufacturer narrative:
Follow-up #1 and final report submitted to update sections. Reported event: it was reported that the magnet under level on 2.5 pka end effector fell out during procedure. Unable to use lever and switch to foot pedal for remainder of the case. Product inspection: visual inspection: the device was found to be missing the magnet in the switch. Figure showing the failure is attached. Functional inspection: functional inspection was not performed because the magnet was missing. Dimensional inspection: dimensional inspection was not completed as visual inspection clearly shows the failure of the device. Material analysis: not performed as no material failure is alleged. Product history review: review of the device history records indicate 23 devices were manufactured and accepted into final stock on 06/24/2016 with no reported discrepancies. Complaint history review: review of complaints within the trackwise database for p/n: 111758, l/n: 19340515 shows 05 other complaints related to the device failure. Complaint investigation(s) pr: 1255632, 1268420, 1398597, 1525592, 2045945. Nc/CAPA history review: a review of stryker¿s nc/CAPA database indicated that nc 1454143 and CAPA 1454425 are associated with the failure mode reported in this event. Conclusion: the device was found without the magnet to activate the trigger. The failure mode in this investigation was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Magnet under level on 2.5 pka end effector fell out during procedure. Unable to use lever and switch to foot pedal for remainder of the case. Case type: pka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Magnet under level on 2.5 pka end effector fell out during procedure. Unable to use lever and switch to foot pedal for remainder of the case. Case type: pka.